Event description:
Cme bodyguard 323 infusion pump, dialudid concentration: 10mg/ml 50ml volume. Pump programmed at a rate of 0.5mg/hr w/bolus dose of 0.5mg g10min. After 2 hr pump delivered 2mg instead of 1mg total.